Event description:
It was reported to philips that the device was defective. Patient involvement information is currently unknown, but no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Problem statement: it was reported to philips that the device was defective. Patient/user involvement: was the device being used on a patient at the time of the event, including for the purposes of diagnosis? (Yes, no, unknown) no, there was no patient involvement. Was there any adverse event to the patient or user? If yes, describe? (Yes, no, unknown) no, there was no adverse event. If there was an adverse event, did the device cause or contribute to the adverse event, and how? (Yes, no, unknown. If no or unknown, provide explanation) no, there was no adverse event. Complaint evaluation: (B)(4) is duplicated of (B)(4). And it is no malfunction, non complaint, opens for po. Customer resolution and conclusion: (B)(4) is duplicated of (B)(4). And it is no malfunction, non complaint, opens for po.